Event description:
A male with hypertension and previous pulmonary complaints of pleuritis and one-lunged disease underwent aaa repair in 2008. The pt's preprocedure diagnosis was that his anatomy was not suitable for aaa repair. The angle of the suprarenal artery was over 60 degrees and the iliac artery was slightly calcified. The procedure did proceed as labeled. Angiography confirmed proximal and distal (1820334-2008-00499) type I endoleaks. Another MFR's stent graft was placed at the proximal neck to successfully resolve the leak. The distal endoleak lessened with frequent ballooning but was not completely resolved so the physician decided to observe the leak, anticipating the leak to disappear after neutralization with heparin. Pt outcome is unk.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The devices remain implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to user error in that there was incorrect planning and sizing as well as pt anatomy issues. However, we have notified the appropriate individuals and we will continue to monitor for similar events.